Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs). The tfs was able to replicate the reported issue. The double camera controller (doco) was replaced and returned to isi for failure analysis investigation. A review of the system logs confirmed that the reported system errors; however, the reported system errors could not be replicated during in-house testing. This complaint is being reported due to a da vinci si surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci myomectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support because they were getting error messages with the da vinci system. Isi technical support reviewed the system's error log and found an error 23. After power cycling the system, the system faulted with errors 252 and 307, indicating that the double camera controller (doco) was not present. The customer was advised to perform a hard power cycle; however, the issues were not resolved. At this time, the surgeon decided to convert the procedure to a laparoscopic surgery.